Manufacturer narrative:
This medwatch is for the suspect device in inform system 2. (B)(4).

Event description:
Reporter alleged obtaining discrepant patient blood glucose results of 133 mg/dl on system 2 compared to a result of 299 mg/dl on inform system 1. Quality control testing was reportedly performed on the system and the values "passed". No actions were reportedly taken or treatment received by the patient. A request was made for the return of the suspect device and replacement product was sent.